Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a broken patient cable pin. The mpu was sent for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin on the patient cable of the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot. Upon initial inspection, the broken pin was noted in the black connector. The patient cable was replaced, the unit passed all functional testing, and preventative maintenance was performed before returning the unit to the customer. The patient cable was forwarded to the product performance engineering group for further analysis. Visual inspection of the forwarded patient cable revealed a bent pin in both the white and black connectors of the patient cable. A root cause for the broken/bent pins was not able to be determined via this analysis. Additionally during investigation superficial jacket damage to the exterior part of the patient cable connector was identified the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.